Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha surgery, when the surgeon touched the inside of the triad cup after he locked it on the patient acetabulum, he felt a pain on his finger. Cause of the pain was the small fragment of a metal stuck on his finger."